Event description:
A malfunction occurred with the customer's pump, marked by the code "malf 12." There was no reported adverse impact on the customer's blood glucose level. The customer contacted technical support, which assisted with resetting the pump, but the issue persisted. As a corrective action, it was confirmed that the customer would receive a replacement pump, as the device was still under warranty. The customer was informed that multiple daily injections (mdi) would be used as a backup therapy to ensure continuous insulin delivery. Instructions were provided for handling and returning the malfunctioning pump.